Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 6 months. The event occurred at hokkaido university hospital in japan. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there were issues with low speed advisories, clock reset alarms, and pump speed decelerations below the low speed limit. The power module patient cable was exchanged; however, there was suspicion of a percutaneous lead (driveline) compromise. The x-rays were unremarkable. The patient was asymptomatic. No further information was provided.

Event description:
The patient underwent a pump exchange on (B)(6) 2018.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected percutaneous lead wire damage that would have contributed to the reported low speed/pump stoppage events. The percutaneous lead (lead) was returned cut approximately 6 inches from the nipple of the pump housing and the remainder of the lead was returned in two segments measuring approximately 5 inches and 27 inches (distal end) in length. Electrical continuity testing of the returned portions of the lead revealed that all wires were electrically intact, even with manipulation of the lead segments. Upon removal of the outer silicone sleeve, examination of the metal braided shield appeared revealed an area of shield breakdown on the internal portion of the lead near the location of the terminus of the pump end bend relief, approximately 2-2.5 inches from the nipple of the pump housing. Visual inspection of the underlying wires in the area of shield breakdown revealed breaches in the insulation of the yellow and brown wires exposing the inner metal conductors approximately 2 inches and 2.25 inches from the nipple of the pump housing respectively. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing/movement and abrasion against the metal braided shield. Microscopic inspection and high-potential testing of the remainder of the returned lead segments revealed no additional areas of compromised wire insulation. The yellow wire represents one of the two redundant wires that comprise phase 1 while the brown wire represents one of the two redundant wires that comprise phase 2 of the three-phase motor. If the exposed conductors of either the yellow or brown wires contacted the metal braided shield while the system was connected to a tethered power source (such as the power module), the resulting electrical short to ground would have caused the reported low speed/pump stoppage events which were recorded in the submitted system controller log files. An interruption in pump function could also have occurred while the system was operating on battery power if the exposed conductors of the yellow and brown wires made simultaneous contact with the metal braided shield. Upon disassembly of the returned pump, visual examination of the pump's blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: additional information.

Event description:
Additional information: it was reported that on (B)(6) 2018, this patient had low speed alarms and pump stoppage alarms. The system controller log file confirmed the low speed alarms and pump stoppage and an issue was suspected with the percutaneous lead (driveline).